Event description:
It was reported that during a lap appendectomy procedure, the device was loaded with a white reload for the second firing and it cut, but did not staple. The device was also difficult to open. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the analysis results found that the ets45 device was returned in good visual condition and with no reload present on the device. However, one reload was received inside the bag, in good visual condition and void of staples. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.